Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not pass the touchscreen test and was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There was unknown patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not pass the touchscreen testing and was out of calibration. No additional information was provided.